Event description:
A healthcare facility in (B)(6) reported that the float lever of an mr290 autofeed humidification chamber is defective. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that there was a break in the feedset tube where it is inserted into the chamber. The surface at the break is rough and not smoothly cut. A lot check revealed no other complaints of this type for lot number 101117. Conclusion: the feedset tube break was rough, suggesting that the damage was caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).